Event description:
While the nurse was standing beside the bed the pt used the bed control to lower it. The pivoting assembly of the guardrail extends lower than the bed frame. The pivot assembly came down on top of the nurse's foot as the bed was lowering. There is a one inch space between this assembly and the floor when the bed is at the lowest position.